Manufacturer narrative:
Integra has completed their internal investigation 06/15/2015. Results: the unit was a loaner that was returned required lubrication and calibration, plus new ID plate. Device history record review for this product ID lot #p1013 manufactured on 05/24/2011 shows no abnormalities related to the reported failure. This device passed all required points with no associated MDR's, variances or rework. A two year lookback in trackwise for this reported failure and or related to trunion ring on loaner bound or sticking/stiff" for this product ID shows that 19 complaints were received including this case. This issue is currently being monitored. Conclusion: no root cause could be determined as the complaint could not be contained. Trunions were within specification but unit did require lubrication and calibration which could be possible root cause.

Event description:
It was reported that the trunion ring on the loaner unit bound/locked up during the surgical case. The surgery was delayed for two hours. The customer's own unit was in for repair/calibration and was delivered back to them on (B)(6) 2015. The surgical case started early which is why the loaner unit was used instead of their own unit. The customer has used the loaner unit without any issues until the reported incident. Once they received their own unit at 9:30 a.m., they were able to perform the surgery successfully. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.